Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 30250ud01 did not show any non-conformances or deviations associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 30250ud01 is within established limits and comparable with other lots in the field. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 30250ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients that are questioned by the physician. The following data was provided (customer¿s adult cutoff: male <34.2pg/ml, female <15.6 pg /ml): patient 1 (1 month and 24 days old): initial result = 44.4 pg/ml, repeat = 49.2 pg/ml, repeat at another hospital with abbott platform= 43 pg/ml patient 2 (4 year old): initial result = 413.7 pg/ml, repeat = 404.7 pg/ml, repeat at another hospital with abbott platform = 389 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients that are questioned by the physician. The following data was provided (customer¿s adult cutoff: male 34.2pg/ml, female 15.6 pg /ml): patient 1 ((B)(6)): initial result = 44.4 pg/ml, repeat = 49.2 pg/ml, repeat at another hospital with abbott platform = 43 pg/ml patient 2 ((B)(6)): initial result = 413.7 pg/ml, repeat = 404.7 pg/ml, repeat at another hospital with abbott platform = 389 pg/ml no impact to patient management was reported.